Event description:
The facility reported a colleague infusion pump with a malfunction of the seal on the pump head module keypad being broken. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it was known to have occurred in the intensive care unit. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken seal on the pump head module (phm) keypad was confirmed but not duplicated during product evaluation. The root cause of this condition was determined to be a broken seal. The phm assembly was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.